Manufacturer narrative:
(B)(4)

Event description:
It was reported that after an unrelated visit to the emergency room, the pulse generator was interrogated and the device exhibited a diagnostics anomaly. The device is no longer in service.